Manufacturer narrative:
The investigation into the optical signal issue and the low pump flow issues has been completed since the original report was filed. The pump was returned and evaluated. Upon visual inspection, a biomaterial was found to be wrapped around the impeller blade. A slight catheter kink was found on the cannula. Pump flow was found to be saturated/clipping for the rest of the case. The root cause of the positioning issues was a use issue due to pump folding into the left ventricle when peel-away sheath was removed. The root cause of the saturated flow was due to biomaterial present on the impeller blade. The root cause of the low pump flow was most likely due to improper positioning of the pump when it was pushed into the ventricle and kinked.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 77-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that upon removal of the peel away sheath, the cannula folded in the left ventricle. Despite the cannula unfolding slowly, the displayed waveforms became inaccurate and the motor current began to increase. As a result of the noted issue, the decision was made to remove the device. There was no patient harm.